Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn across the top of the up button and the keypad symbols were found to be worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons were intermittently unresponsive. Evaluation revealed that there was corrosion found under all key contacts. Unrelated to the complaint, the display lens was found to be scratched. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.